Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The sample was not returned due to the risk of infection and cross contamination in the laboratory. (B)(4).

Event description:
On (B)(6) 2012, at the (B)(6) it was reported that the quadrox-I hmod-71000 oxygenator (lot number 70063547) failed to oxygenate during use. Patient had hepatitis c and was on chemotherapy. There was no patient impact. (B)(4).